Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between pump and transmitter. Also reported pump not turning back, battery cap contacts came loose and crack near the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040a. Troubleshooting was performed for loss of communication and found "device not found" alert several times while trying to pair. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device returned. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was not received with original battery cap. Customer's alleged battery cap damage unknown. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Pump communicated and calibrated properly with test guardian link transmitter 3. Pump was monitored with guardian link transmitter and no lost connection noted during testing. No alerts/anomalies/alarm noted during test. Unit was downloaded successfully using thump software for reference. Proceeded with the following testing to assure proper functionality of the unit. Pump passed sleep current measurement, active current measurement, and self-test. No blank display, low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No abnormal behavior during download history review. Proceeded by cutting unit open and performing a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly and no moisture damage was noted on electronic assemblies during visual inspection. The following cosmetic damages were noted: label damage (faded), cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of blank display were not confirmed when unit powered on successfully after battery installation. Customer's alleged battery cap damage unknown when unit was not received with original battery cap. Customer's allegations of no communication between pump and transmitter were not confirmed when pump successfully paired and communicated with transmitter during testing. However, customer's alleged cracked case battery tube was confirmed when cracked case battery compartment was noted during visual inspection. Overall, unit tested successfully and functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.